Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a diagnostic anomaly. The start date of the ventricular tachycardia episodes was incorrect. No intervention was performed. There were no patient consequences.